Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a leakage at the blue stopcock joint when we attempted to inject liquid into the common carotid balloon. Upon further inspection of the joint, we detected an inadequate glue joint on the stopcock area. Internal carotid balloon inflated and deflated properly. The root cause of the issue was determined to be an operator error- not enough glue was applied on the stopcock joint during the assembly process. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, when the user attempted to inflate the common carotid balloon with saline, he detected a leak at a joint between the stopcock and the common carotid balloon inflation arm.